Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a history of noise on the right atrial lead. Review of the electrograms revealed stored episodes of inappropriate auto mode switch. The noise could be reproduced with isometrics. No intervention was performed; the patient would continue to be monitored. The patient's condition was stable.